Manufacturer narrative:
(B) (4). Results: eval of the returned product shows that the unit does detect the rj-11 sensor pad. There is no alarm tone when pressure is released from the sensor pad. All other unit functions work fine with the magnet. (B) (4).

Event description:
Customer claims that the alarm has power, but no alarm tone when pressure is released from the sensor pad. The unit was tested with new batteries and no visual damage was detected. There was no pt injury reported.